Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Ees quality engineer review of picture received, as indicated in event description: based on the event description and my observations, the colon tissue along with the fatty tissue may have exceeded the upper limits of the blue selection. However in my opinion the combined thickness of the tissues themselves did not cause the six staple legs to not hit their designated anvil pockets remaining unformed. I believe the combination of tissue thickness and a slight anvil and staple cartridge fork misalignment resulted in the six staple legs missing their designated staple pockets. What may have occurred is that during device placement and closing, some tissue tension and device rotation caused the forks to be out of alignment. When this occurs, some of the staple legs can be diverted away from their respective anvil pockets, presenting themselves into the knife slot leaving them unformed.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open block resection procedure, seven firings were done with the stapler. At the end of surgery, they discovered malformation of one staple row. The stapler had not hit the "ambolt" part and was not formed. A new staple row was done with sufficient formation. The other six staple rows were okay. Tissue was colon tranversum and a blue cartridge was used. There are pictures of the staple row. As a result of the difficulties encountered with this device, the procedure was prolonged 10 minutes. There were no adverse consequences for the patient.